Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the cartridge was leaking and air bubbles were present. The patient had a blood glucose >400 but <500 mg/dl, with polydipsia. The bg excursion does not meet the animas criteria for a reportable adverse event. This complaint is being reported because of the alleged cartridge malfunction.